Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The device history record (DHR) was reviewed and no nonconformances related to this complaint were found. It was observed that the handles of the subject device were bleached and cracked. Bleeding out of the plastic canevasit is a well known phenomenon after a long period of repeated sterilization processes at high temperatures. We classify this to be normal wear and tear, as these are instruments that are used often and intensely. No manufacturing related fault could be detected.

Event description:
It was reported that during the sterilization of screwdrivers in their individual peel package, there was a brown stain left on all the screwdrivers. The sterilization was called into question by the hospital. No procedure was effected and no adverse effect to pts was reported. This report is 3 of 5 for the same event.